Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 component code and investigation conclusions. The device was returned for evaluation. During visual inspection, one blue fiber, approximately 2mm in length, was observed on the cp3 leaflet. No green particulates were observed on all three leaflets. No other abnormalities were observed. No applicable functional or dimensional testing was necessary for this event. The evaluation is based on the visual inspection and material analysis. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the events provided. During manufacturing of the sapien 3 ultra valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided by the side and revealed one particulate was observed on a leaflet on the inflow side. The IFU and device preparation training manual was reviewed. The thv is packaged sterile in a plastic jar with a screw-cap closure and seal. Before opening, carefully examine the jar for evidence of damage (e.g., a cracked jar or lid, leakage, or broken or missing seals). If the container is found to be damaged, leaking, without adequate sterilant, or missing intact seals, the thv must not be used for implantation, as sterility may be compromised. Remove the thv/holder assembly from the jar and inspect for any signs of damage. Verify that the serial number on the thv holder and the jar lid match. Record the serial number in the patient information documents. Rinse the thv by gently swirl the thv/holder assembly in 500 ml sterile, physiological saline solution for a minimum of 1 minute. Repeat this process in the second bowl for a minimum of 1 minute. Leave the thv in the second bowl until needed. Do not allow the thv to come in contact with the rinse bowl or the identification tag. No other objects should be placed in the rinse bowls to minimize the risk of contamination or damage to the leaflets which may impact valve function. Verify final thv size and correct time to unpack thv with operating physician. Examine thv box and jar. Remove thv and holder without touching tissue using hemostats or forceps. Check for frame or tissue damage. Do not use if damaged. If container is damaged, expired, leaking, without adequate sterilant, or missing intact seals, the thv must not be used. Completely submerge thv/holder assembly in first bowl of >= 500 ml sterile physiologic saline and gently swirl back and forth for at least one minute to remove the glutaraldehyde. Thv should not come in contact with identification tag, bottom or sides of rinse bowls. No other objects should be placed in rinse bowls. Thv should be kept hydrated throughout the rest of the preparation procedure to prevent tissue from drying. Transfer thv/holder assembly to second bowl of >= 500 ml sterile physiologic saline, completely submerge, and gently swirl back and forth for at least one more minute to remove the glutaraldehyde. Leave thv/holder assembly completely submerged in final rinse solution until needed to prevent tissue from drying. The appearance of thv leaflets during the rinsing process should not be used to judge the adequacy of thv coaptation. During the manufacturing process, each thv is individually inspected to confirm proper coaptation under physiological backpressure conditions prior to release. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. No manufacturing non-conformance was identified or IFU deficiencies were identified; therefore, no preventative or corrective actions are required. The particulate was confirmed from the evaluation of the returned valve. A blue fiber was found sticking on one of the leaflets during the evaluation. During ftir test sample preparation, the blue particulate was lost and therefore material analysis cannot be performed. Without ftir analysis, the material characteristics could not be identified. However, a review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. To further investigate the complaint, a process walk through was performed by manufacturing at singapore facility. A list of the relevant tools, fixtures and materials used during valve assembly of model 9750tfx was reviewed. Multiple blue materials were used throughout the manufacturing process; however, only sterilization-fleece wrap, shoe cover, and face mask have a characteristic that resemble as fiber. These materials have no direct contact to the valve. Sterilization-fleece that are used to wrap tools/fixtures during autoclave are disposed after use and these are performed in material preparation room, which are located away from product workstations. In addition, all tools/ fixtures/ workstations were properly maintained in cleanroom. Furthermore, during manufacturing process, all sapien 3 valves are 100% visually inspected for particulate. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/ IFU deficiencies were identified during evaluation. As reported, 'during prep, upon washing the valve it was noticed that there was a bit of material on one of the leaflets. It would not wash off and on closer inspection it looked as though it was imbedded in the leaflet and was the same green colour as the sutures that secure the leaflets to the frame. It was decided not to implant the valve due to the unidentified material on the leaflet'. It is possible that the particulate was introduced during device preparation, as they were observed during the valve rinsing process. However, a definitive root cause is unable to be determined at this time.

Event description:
As reported by the edwards (B)(6) affiliate, during preparation of a 26mm sapien 3 ultra valve, upon washing, a bit of material was noticed on one of the leaflets. It would not wash off and on closer inspection it looked as though it was imbedded in the leaflet and may have been a similar color to the sutures that secure the leaflets to the frame. The decision was made not to implant the valve due to the unidentified material on the leaflet. A replacement valve was prepped with minimal delay and the new valve was implanted successfully with a good result. The final outcome of the patient was good and the patient was discharged.

Manufacturer narrative:
Investigation is ongoing.